Manufacturer narrative:
This report is submitted on january 12, 2021.

Event description:
Per the clinic, the patient experienced poor sound quality with the device. The device was explanted on (B)(6) 2020, and the patient was reimplanted with a new device on the same date.

Manufacturer narrative:
This report is submitted on 29 mar 2021.